Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where a crack was found in the tubing. The insertion site was the left abdomen. Infusion set was used for two days. Blood glucose level was high at the time of the event. Therefore, patient took some bolus for the treatement. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.